Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 30 mg/dl with cognitive impairment and was lethargic and weak. It was reported that there were 3 boluses in the bolus history that were not programmed by the user. The user denied any keypad issues and insisted the boluses were not programmed by anyone, but given to the patient. Reportedly, the patient discontinued pump therapy and received oral carbohydrates as treatment as needed. It was reported that the patient¿s bg was 105 mg/dl once treated. This complaint is being reported because the patient allegedly experienced hypoglycemia due to the pump delivering 3 boluses without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump booted to the verify screen with no issues. The pump was exercised 24 hours using the returned battery and cartridge caps with no un-programmed boluses delivered or recorded in the pump history during that time. The keypad was intact and fully functional and there was no hypersensitivity to the keys observed. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required specification and delivering accurately. The original complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.